Event description:
Reporter experienced the er1 message but states that her blood glucose runs high, usually above 500 mg/dl. Reporter compared to color chart and performs control solution test and both fell within range.